Event description:
Material no: 382523 batch no: 8271701. It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter when infusion was completed, there was leaking at the site. Upon inspection, a hole in the catheter near the junction of the hub was discovered. The following information was provided by the initial reporter: started 22g IV to administer ivig without incident. Although upon initiation of infusion, there was leaking at the site. IV discontinued and a new IV started. Old catheter was inspected and revealed a hole in the catheter itself near the junction of the hub.

Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 8271701 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a cut above the nose of the adapter on the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. However, since the unit was returned outside of its original sealed packaging the engineer could not determine the exact cause for the observed damage. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 382523, batch no: 8271701. It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter when infusion was completed, there was leaking at the site. Upon inspection, a hole in the catheter near the junction of the hub was discovered. The following information was provided by the initial reporter: started 22 g IV to administer ivig without incident. Although upon initiation of infusion, there was leaking at the site. IV discontinued and a new IV started. Old catheter was inspected and revealed a hole in the catheter itself near the junction of the hub.